Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer¿s blood glucose level. Customer had not yet tried leaving pump connected for extended charging time, so technical support instructed customer to keep wall adapter plugged into a known working outlet for at least 30 minutes.